Event description:
It was reported that the patient experienced syncope. The venricular lead exhibited loss of capture and noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.